Event description:
Subsequent to the initial MDR, a correction was updated on 04/03/2024. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - correction. H6 codes: investigation findings - correction. H6 codes: investigation conclusion - correction. H10: corrected data.

Event description:
It was reported that signal loss occurred. The patient experienced signal loss to the phone for 3 plus hours. On (B)(6) 2025, patient's continuous glucose monitor (cgm) reading was 258 mg/dl and she decided to give herself 3 units of insulin. It "lost service" for 3-4 hours. The behavior of the mobile device during that time was not noted. Then, cgm readings came back with cgm readings at 42 mg/dl then she fainted. She was brought to the emergency room (ER). Per documentation, did not mention who was with her during the event nor who brought her to the ER. There was reportedly no information provided for cgm and fingerstick reading in the hospital. Also, no information for the treatment/medication given in the hospital for hypoglycemia reversal. The patient declined to provide additional details and stated "no, I don't want that in my record. I do not have time for all of this. It was bad enough. No, I'm not having that. It's not safe and I'm a psychologist." During the call she asked to speak to a supervisor and stated she would be contacting a lawyer. There was no documentation of further medical evaluation or intervention. The patient was stable during the call. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.